Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-jul-2020. The most recent information was received on 28-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a (B)(6) year-old female patient who had essure (batch no. 620733, 621808) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. In 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), fatigue ("fatigue"), pruritus ("itching") and depression ("depression") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, myalgia, fatigue and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for depression, fatigue, hormone level abnormal, menorrhagia, myalgia and pruritus with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation (without batch numbers) added. Amendment: reporter health authority ansm and essure batch numbers (620733, 621808) were added. Event menorrhagia was upgraded to serious incident due to removal of essure by hysterectomy (deleted as separate event). Consumer age at start of event was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy periods') in a 53-year-old female patient who had essure (batch no. 620733, 621808) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. In 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), fatigue ("fatigue"), pruritus ("itching") and depression ("depression") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, myalgia, fatigue and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for depression, fatigue, hormone level abnormal, menorrhagia, myalgia and pruritus with essure. Lot number: 620733 manufacturing date: 2006-07 expiration date: 2008-06. Lot number: 621808 manufacturing date: 2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.